Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) no anomalies found. Full lead returned. Visual inspection noted that the distal conductor of the lead was distorted/fractured due to overstress and there was blood/body fluid in the distal conductor (not obstructed) and that the inner insulation of the lead was kinked/buckled. It was also noted that there was blood in/on helix/lobe mechanism (sleeve head) and that the lead had been stretched, deformed/fractured in a 5cm proximal section of the inner coil due to apparent explant damage to the lead. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that fluoroscopy showed that the two leads were attached to each other. There was no capture of the right atrium with 7.5v at 0.4ms. P waves of 0.7mv to 1mv with inconsistent sensing. Multiple re-positions were attempted however the active fixation mechanism could not achieve stable connection the lead was replaced. While removing the right atrial lead the right ventricular lead insulation was breached such that the right ventricular lead needed to be replaced as well. No patient complications have been reported as a result of this event. It was reported that fluoroscopy indicated the atrial lead had dislodged (no capture noted) and the ventricular lead was without sufficient slack. Multiple re-positions were attempted however fluro showed that both leads were attached to each other and could not achieve stable connection to the tissue. While removing the right atrial lead the right ventricular lead insulation was breached such that the right ventricular lead needed to be replaced as well. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.